Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer got hospitalized due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer had a car accident during the low incident and the pump had physical damage. The caller did not mention how the customer was treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer is due to receive a new pump. The customer also suffered a slight heart attack during the low incident. The insulin pump will not be returned for analysis.